Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, a zoll representative went on site to evaluate the device. The device was put through testing without duplicating the report. The device remained in service. The device activity logs were not provided for review. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.